Manufacturer narrative:
No report of patient involvement. The customer requested technical support from ge healthcare. It was recommended to replace the compact flash card.

Event description:
The hospital reported the unit had a system failure during boot-up. There was no report of patient involvement.